Manufacturer narrative:
Continuation of d11: product ID: 977a260; serial#: (B)(6); implanted: on (B)(6) 2020; product type: lead; product ID: 977a260, serial#: (B)(6); implanted: on (B)(6) 2020; product type: lead; product ID: 37714; lot# serial#: (B)(6); implanted: on (B)(6) 2013; product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from the rep indicated that the impedances will be checked at the patient¿s post-op appointment to see if the issue has been resolved.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type lead product ID 37714 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that at the patient¿s post- operative appointment an impedance test showed that tall high impedances had resolved except two. Programming utilized other electrodes not including the two high impedances. The rep spoke to the patient two weeks after their post-operative appointment and they stated that they were doing well with the programming and pain relief from the stimulator.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 37714, serial#: (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-jul-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 17-jul-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding a patient implanted with a neurostimulator (ins). It was reported that during a procedure, out of range impedances were noted on a 1x8 percutaneous lead (40,000). The hcp attempted to remove a lead that was seated in the port of the battery. The lead would not come out because the tightening screw needed to be loosened more. After hcp unscrewed the screw a little more, he was able to remove the lead. This may have possibly lead to the reason the impedances were reading outside of normal ranges. The reason hcp removed the leads from the battery ports is because he needed to re-anchor the leads at the spinal incision. Rep was not sure why, but there was something about the way hcp initially anchored the leads that he was not happy about and he wanted to redo the anchoring. When first impedance test was done it showed multiple electrodes outside of normal ranges, hcp decided to remove the lead and reseat the lead. The electrodes were still reading outside of normal ranges. Hcp removed the lead and cleaned it well, then reseated the lead in the battery. The lead still read outside of normal ranges. Hcp said that it might resolve later and show normal impedances - which isn't uncommon to see high impedance during surgery and normal impedance after surgery. Hcp also knowing the patient was tried with one lead instead of two and being very happy with the midline placement of both lead, he felt comfortable with using the electrodes that were reading with normal impedances on both leads cover the patients pain. It was unknown if the issue was resolved.